Event description:
It was reported that the pt underwent a spinal procedure to implant a peek device at l4/5. A 1mm piece broke off from the implant while it was being tamped in. The surgeon tried to remove the implant, but was not able to do so. The implant reportedly was adjusted to a satisfactory position and was implanted. The small piece was retrieved. No pt complications were reported.

Manufacturer narrative:
(B)(4): neither device nor film of applicable imaging studies were returned to the manufacturer for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.